Manufacturer narrative:
Omit a140504 - inaccurate delivery (2339) manufacturer narrative: the reported issue that the lvp gives intermittent results, as low as 12% off on rate testing in the lab was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, referred to dfu for rate accuracy conditions and effects of various factors. Discussed how standard asm testing is done and that if a unit under a condition is consistent and another is not then the unit may have an issue. He is going to check the no variables are being introduced. High level steps/procedure: 1. Receive call from customer indicating patient involvement 2. Create case a. Obtain any additional information such as but not limited to log files, screen shots etc and attach to case 3. Mark case as infusion - ca 4. Indicate if patient was involved and if patient was harmed 5. Case will be escalated to customer advocacy by selecting the above and saving case 6. Customer advocacy will create a case in trackwise and email us back 7. We will provide this information to the customer 8. After information has been provided we can close our case no further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determined the probable cause of the customer¿s reported issue.

Event description:
It was reported that the lvp gives intermittent results, as low as 12% off on rate testing in the lab. Set is using two 0.2 micron filters in the fluid path. Fluid is similar to blood in viscosity at 5 centipoise and blood is 3-4. Did not have the serial numbers available. Say one unit give consistent results and one does not. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the lvp gives intermittent results, as low as 12% off on rate testing in the lab. Set is using two 0.2 micron filters in the fluid path. Fluid is similar to blood in viscosity at five (5) centipoise and blood is 3-4. Did not have the serial numbers available. Say one unit give consistent results and one does not. There was no patient involvement.